Event description:
It was reported that during aneurysm embolization procedure, the physician delivered the subject coil using a microcatheter to the target lesion. He tried to advance another coil using the same microcatheter, however the coil could not be advanced out of microcatheter. After checking, he found that the subject coil was detached within the microcatheter and was stuck at the tip of the microcatheter. He tried to push it using a guidewire however, the subject coil could not be pushed out. The physician then removed the subject coil along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was seen to be kinked/bent and stretched. The main coil was seen to be detached. The coil delivery wire was not returned. The introducer sheath was not returned. Functional inspection could not be carried out due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the device was prepared as per the dfu and that continuous flush was set up and maintained throughout the clinical procedure. During analysis, the main coil was returned in the condition of being detached and was also found to be kinked and stretched, confirming the reported event. The coil delivery wire and introducer sheath were not returned for device analysis. The as reported ¿main coil prematurely detached/separated during use¿ and ¿coil jammed¿ as well as the as analyzed ¿main coil kinked/bent¿, ¿main coil stretched¿ and ¿main coil prematurely detached/separated during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during aneurysm embolization procedure, the physician delivered the subject coil using a microcatheter to the target lesion. He tried to advance another coil using the same microcatheter, however the coil could not be advanced out of microcatheter. After checking, he found that the subject coil was detached within the microcatheter and was stuck at the tip of the microcatheter. He tried to push it using a guidewire however, the subject coil could not be pushed out. The physician then removed the subject coil along with the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.